Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, d10, h2, h10. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during a diagnostic colonoscopy procedure and a similar device was used to complete the operation.

Event description:
The customer reported the evis exera iii video system center displayed an e216 and b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer had 180 series scope connected and the issue was not duplicated; however, the 190 scopes displayed an error. Tac checked the communication cables and the maj-1933 and maj-1941 cables were connected. The customer opted to call back later for further troubleshooting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.